Event description:
It was reported that the patient had presented to the emergency room with increased seizures. The hospital did not have the equipment to check the patient's vns. The relationship of the increased seizures to the pre-vns baseline is unknown. The patient's previous vns dosing physician had retired and was not available to assist in checking the device. Follow-up with the emergency room staff found the patient had been discharged on (B)(6) 2012 and the patient had been followed by a physician at the hospital. Follow-up with that physician's office was not able to obtain any additional information. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.